Event description:
It was reported postoperatively, the pt presented with hemoptysis and shortness of breath. A tee revealed aortic stenosis. The valve was removed and replaced with another manufacturer's valve. The pt is reported to be doing fine and additional information has been requested.